Event description:
It was reported that prior to use, there was a labelling issue with the trailblazer angled catheter. The label was marked as 018x150, but the actual catheter length was 135. No damage noted to packaging, i.e. Shelf carton, hoop/tray. No damage noted to the outer packaging. The sterile packaging was intact. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned inside a previously open sterile pouch inside a hoop the lot number on the pouch c014083 the length indicated on the pouch label and returned box was 150cm the size indicated on the strain relief was 0.018in x 150cm the overall length of the catheter measured approximately 90.9cm a kink was observed at approximately 47cm on the catheter the bar code on the catheter was scanned and the data obtained from the barcode was c006013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.